Manufacturer narrative:
Qn# (B)(4). The customer returned the product lid stock and a single guide wire for evaluation. The guide wire showed evidence of use in the form of dried blood. No other components were returned. Visual examination revealed the guide wire was unraveled and separated from the proximal end. Two kinks were also observed towards the proximal end of the core wire. The distal j-bend of the guide wire was undamaged. Microscopic examination revealed that the proximal weld was not present at the end of the broken coil wire (weld was not returned). The exposed proximal tip of the core wire was bent in a 90 degree angle adjacent to the separation point. The damage observed is consistent with a breakage due to a severe kink in the guide wire or with breakage due to manual stress being applied (i.e. Hemostats being used to remove guide wire). The distal weld appeared full and spherical. The kinks in the guide wire were located at 7 and 19mm from the proximal tip. The outer diameter of the guide wire was measured and was found to be within specification. The core wire was broken 281mm from the distal weld; therefore, approximately 173mm of the core wire is missing. The undamaged distal end of the guide wire was advanced through a lab inventory 21ga needle to functionally test the guide wire. The undamaged portion passed through the needle with minimal resistance. A manual tug test confirmed that the distal weld was intact. The customer did not supply a lot number for this complaint. A potential lot number could not be determined from a sales history review for the customer; therefore, a device history record review could not be performed. The current instructions-for-use (IFU) provided with kit ak-16553 describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire broke/separated was confirmed through examination of the returned sample. The core wire was broken at the center of the body. The core wire was bent at a 90 degree angle at the point of separation indicating a stress breakage. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire broke upon removal. The guide wire was removed intact. No patient injury.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire broke upon removal. The guide wire was removed intact. No patient injury.